Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that there is still a gap between my bottom and top teeth and my front teeth aren't fully aligned with each other. The patient stated that their frontal bite definitely does make it hard to chew though since there is a crooked space and it causes such an uncomfortable feeling. The molars in the back of their teeth accidentally bite onto their gums as well.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.